Event description:
Patient reported that the device is not displaying the correct memory value, immediately after testing. Patient's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect device and replacement product was shipped.